Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 27jan2020.

Event description:
The customer reported that the blower is not running. The customer contacted product support and during trouble shooting found no flow on the gas outlet, from the pneumatics screen set pressure to zero. Blower rpm stayed at zero and there was no air coming out. The customer reported that the unit was not in use on patient. The product support advised the customer to replace the blower and motor controller board to address the reported problem. Product support provided the customer part ID for the parts.